Event description:
It was reported that the patient received inappropriate hv therapy. Review of the egm revealed intermittent undersensing and post-sensed t-wave oversensing. Programming change was made. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.